Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken cable was noticed on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a frayed cable. The instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. Additional findings revelaed scratches on the main tube. The distal end of main tube has various scratch marks with light material removal, suggesting that it may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.